Manufacturer narrative:
The customer reported that they have a non invasive blood pressure (nibp). Customer stated that they see an icon for an alarm but they do not have any audio for it. They reported that they saw alarms like "check electrodes" and "nibp alarm" without getting in audible alarm from the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have a non invasive blood pressure (nibp). Customer stated that they see an icon for an alarm but they do not have any audio for it. They reported that they saw alarms like "check electrodes" and "nibp alarm" without getting in audible alarm from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported they were getting "check electrodes" and "nibp alarm" error messages with no audible alarm from the central nurse's station (cns) for the noninvasive blood pressure (nibp). They could see an icon for the alarm but heard no audible alarm. No patient harm was reported. Investigation summary: the customer could see visual alarms on the screen. Specific examples provided were: check electrode . Nibp alarm. Heart rate alarm. Nihon kohden clinical application specialist (cas) explained to the customer that advisory level alarms only have a ding sound every 30 seconds. The customer would confirm if the ding sound was audible. Cas reviewed alarm settings with the customer and how to adjust the alarms. The customer stated that they will review this information with the administrators about changing alarm levels as necessary. Further information was not provided. Alarm levels are described in the operator's manual. The manual describes alarm indications, alarm sound settings, and alarm volume adjustments. There was no indication of a device malfunction in the reported event. It is presumed that the user expected louder alarm sounds than the advisory alarms indicated. Methods to adjust settings have been provided. A service history for this cns shows this is an isolated incident, and there is no recurrence history for this device.

Event description:
The customer reported they were getting "check electrodes" and "nibp alarm" error messages with no audible alarm from the central nurse's station (cns) for the noninvasive blood pressure (nibp). They could see an icon for the alarm but heard no audible alarm. No patient harm was reported.